Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that the patient developed a small left subdural hematoma, not cerebral edema as initially reported. The physician aspirated some fluid from around the pump. The hematoma is not related to pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed cerebral edema. There are no signs of infection. Unknown if related to pump therapy. It is noted that the pump was stopped to determine if the patient is allergic to dilaudid, the medication in the pump.